Manufacturer narrative:
Reference MFR report # mw5055731.

Event description:
A report was received that the patient felt that the ipg gave her strong stimulation, numbing out feeling, and residual stimulation. The patient also mentioned that the ipg hurt her. Red marks on the patients chest and burning sensations from the stimulator was noted. The patient underwent an explant procedure.

Event description:
A report was received that the patient felt that the ipg gave her strong stimulation, numbing out feeling, and residual stimulation. The patient also mentioned that the ipg hurt her. Red marks on the patients chest and burning sensations from the stimulator was noted. The patient underwent an explant procedure.